Manufacturer narrative:
(B)(4). Concomitant products: guide wire: bmw universal; guide catheter: 6f. Launcher. Re-insertion. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product listed and the PMA# listed in are based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Event description:
It was reported that the procedure was to treat a de novo, concentric lesion located in the mid right coronary artery (rca) with heavy tortuosity and 80% stenosis. The lesion was reportedly difficult to predilate with a non-abbott balloon (2.5 x 20 mm), but 40% residual stenosis was achieved. A device (2.5 x 18 mm) was advanced but it didn't reach the lesion due to the anatomy so the device was retracted. Predilatation was performed again and the same device was advanced; however, it again failed to cross. A non-abbott drug eluting stent (des) was advanced; however, it also failed to cross. Afterwards a non-abbott des was advanced and successfully implanted. There was a good patient outcome. No adverse patient effects or clinically significant delay in procedure was reported. No additional information was provided. The qat analysis of the returned 2.5 x 18 mm device identified that the distal end of the guide wire exit notch was torn.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the guide wire exit notch was noted to be torn. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the instructions for use states that an unexpanded implant should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the implant may be damaged or dislodged during retraction back into the guiding catheter. Based on the information reviewed, there is no indication of a product deficiency.